Event description:
Report received of an under-delivery of IV fluids. The pt was receiving a crystalloid IV solution (specific solution not recalled) at 100ml/hour. After a 9-hour period, it was reported that only 500ml was gone from the IV bag. The customer contact could not recall what the pump display read at that time. The pump was replaced, and the same tubing and IV solution were used with the replacement pump. There was no reported adverse pt event. Though requested, there was no further info available.